Event description:
The event is reported as: complaint alleges: the stapler did not release the staples during use. No harm to animal.

Manufacturer narrative:
Device sample has not been received by manufacturer in time for this report.